Event description:
A customer reported a false positive total beta-hcg result on a patient sample. Negative results were obtained upon repeat analysis. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of harm as a result of this event.